Event description:
It was reported that the right ventricular (rv) lead experienced a fracture. During the extraction of the lead, the inner conductor of the left ventricular (lv) lead was broken. The rv lead was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 lead, implanted: (B)(6) 2006. (B)(4).